Event description:
It was reported that the physician was unable to interrogate the patient's generator and felt it was at end of service. The functionality of the physician's programming system has been confirmed and the patient is still doing well. End of service cannot be confirmed at this time due to lack of information. The patient underwent generator replacement surgery on (B) (6)2010. Product has been requested, but has not been returned to the manufacturer to date. Attempts for further information have been unsuccessful to date.